Event description:
The customer reported that the images were unusable, thereby causing a loss of live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the display adapter and image processor boards. The system operates as intended.